Event description:
It was reported that the patient fell and there was concern that the patient's lead was damaged. The patient had high lead impedance and the patient's lead and generator were replaced. The lead and generator have not been returned to the manufacturer to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed for the generator. High impedance was not duplicated in the product analysis lab on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. High impedance was seen on the device data. Product analysis was completed for the lead. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil break show that pitting and electro-etching conditions have occurred at the break location. However, the fracture mechanism cannot be ascertained. It was noted that the inner silicone tubing of the positive coil was abraded, and that the inner silicone tubing of the positive coil had abrasions. The lead assembly has dried remnants of what appeared to have once been body fluids or betadine solution inside the inner and outer silicone tubing. No obvious point of entrance was noted other that the identified tubing openings and the end of the returned lead portion. The electrodes were not returned. No further information has been received to date.

Manufacturer narrative:
First name, last name, facility name, address, city, state, postal code, phone corrected data: wrong initial reporter inadvertently submitted, updated to correct initial reporter. Occupation:corrected data: wrong initial reporter inadvertently submitted, updated to correct initial reporter occupation. Initial reporter also sent report to FDA: corrected data: corrected to unknown.

Event description:
The device was returned to livanova. Product analysis is pending. No additional or relevant information has been received to date.